Event description:
A healthcare professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced high vault and cataract. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced low vault and cataract. The lens remains implanted. Cause of event is unknown. G6 - type of report: 30 day missing from initial MDR. Claim # (B)(4).